Event description:
During the pulsed field ablation procedure, air aspirated from the sheath. After a difficult vascular access, the physician had to manipulate, insert, and withdraw the dilator several times through the agilis. There was difficulty locking the dilator with the sheath. When the volt catheter was inserted and flushed the physician was aspirating air. Blood would not aspirate, only air. There was no resistance felt during aspiration. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Resistance was noted inserting the dilator into the sheath. The dilator outside diameter measurement was within specifications; however, the outer diameter measurement was near the maximum measurement. This is consistent with the dilator insertion difficulty. The reported event of an air/gas leak was confirmed. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at one or both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.